Event description:
Discrepant results on one patient sample as follows: initial results: sodium 105 mmol/l and 104 mmol/l; potassium 3.1 mmol/l and 3.1 mmol/l; calcium 6.4 mg/dl; glucose 57 mg/dl, and co2 22 mmol/l. Same sample repeated using different methodology recovered 143 mmol/l for sodium, 4.1 mmol/l for potassium, 9.5 mg/dl for calcium, 86 mg/dl for glucose, and 16 mmol/l for co2. The same sample was then repeated using the initial method and gave the following results: sodium 146 mmol/l, potassium 4.3 mmol/l, calcium 9.8 mg/dl, glucose 87 mg/dl, and co2 18 mmol/l. Initial results were reported, patient not adversely affected. The field service representative was unable to determine cause.